Event description:
It was reported that when using the bd pyxis¿ medbank tower, the screen went black and cabinet powered down. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was powered down. A technical support specialist (tss) advised the customer to press the power button located underneath the screen. The tss then remoted in and ran ncpa.cpl, discovered that the drawer adapter was missing. The tss instructed the customer to flip the switch behind the drawers, relaunched the application, and confirmed that the customer was able to log in to the cabinet successfully, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.